Event description:
The reporter stated that the panta nail lower extremity tibial internal fixation device that was placed during an ankle fusion procedure in 2009 broke post operatively at the location of the most distal calcaneal screw. The nail was removed. Additional clinical information has been requested from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.